Manufacturer narrative:
Combat medical initiated recall 300825869422dec2020r001 for the reported issue. The complaint was reported while following up with customers on our recall customer list. This was identified at a training operation using manikins. No patient involvement. Initial MDR assessment was completed and determined not to be reportable based on customer usage (training exercise) and no patient impact. However, a field action was initiated and in an abundance of caution we reevaluated our MDR assessment and are filing this report. Combat medical received a complaint that the blood pack needle were found bent upon opening the convenience kit. The issue was discovered to be one component (a stand alone device) within the convenience kit: blood pack, single unit, r80-808. Investigation has shown that the current assembly process has the potential of bending/disconnecting the needles used in the affected kits. The influence of the variation of the needle position within the component (blood pack, single unit, 450 ml (r80-808)), coupled with the manual assembly process of folding the blood pack is causing needle damage in the finished product.

Event description:
Combat medical initiated a recall of blood pack 450ml. During the process of calling customers on our recall customer list to request product return, a customer communicated that they had observed a bent needle during a training session with a manikin. There was no patient involvement.